Event description:
It was reported that during an attempted implant, this right atrial (ra) lead exhibited dislodgement. The lead was attempted to be repositioned, however difficulty retracting the helix mechanism was encountered resulting in several turns to do so. An appropriate new position was found, but the helix was unable to extract despite over 50 turns made. This lead was then removed and replaced. No adverse patient effects were reported.

Event description:
It was reported that during an attempted implant, this right atrial (ra) lead exhibited dislodgement. The lead was attempted to be repositioned, however difficulty retracting the helix mechanism was encountered resulting in several turns to do so. An appropriate new position was found, but the helix was unable to extract despite over 50 turns made. This lead was then removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. There was a noted bend in the helix and there were stretched coils located approximately 77 millimeters from the terminal end. The lead passed continuity testing which confirmed the electrical integrity of the lead. A stylet insertion test also passed without issue indicating no blockage in the lumen. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the dislodgement.